Event description:
A pts daughter reported that the machine alarmed a leak with use of this lot. When she changed lot numbers it worked fine. Samples are available. There is no info of any ill effect to the pt.

Manufacturer narrative:
Device history record review: the DHR of this product 050-87216 lot #10lr08002 was reviewed and the following highlights were found: the product did not have any ncr's. No deviation was documented during the in-process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. No re-works/re-inspections were performed to this finished goods lot of 10lr08002. Sample analysis: reynosa rec'd 7 companion sets from code 050-87216 lot number 10lr08002. Performed a visual analysis to the seven samples and no damage or defects were found. Functional test with the liberty cycler machine was performed to the seven samples with the following results: the companion cassettes samples did not show any problems and the treatments were completed successfully w/o any alarms. Conclusion: the companion samples did not show any defects. The complaint is deemed as not confirmed. Conclusion: since the complaint was not confirmed no corrective action is documented at this time. Fmc na will continue to monitor and trend per procedure.